Manufacturer narrative:
E1: initial reporter details are unknown. G2: country of origin is japan. G4 510(k)#: please note that this product c01a-j (bone cement c01a-j hv-r japan) is not marketed in the united states; however, it is similar to the united states marketed device c01a (kyphon hv-r bone cement - us) with 510(k)# k041584. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l1 (balloon ky phoplasty) bkp, t12/l2 pps (fenestrated screw) therapy for primary osteoporosis and compression fracture. It was reported that after mixing the cement, appropriate viscosity was confirmed at 8 minutes, and an attempt was made to inject the cement, but it was too hard to inject. One screw was replaced, and the cement and mixer were changed before mixing again and cement was injected again. At 6 minutes, the viscosity was slightly softer than optimal but hardened quickly, so the cement was injected earlier than usual. There was a delay of less than 60 minutes in overall procedure time. There was no patient symptoms reported. There were no further complications reported regarding the event.